Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was observed that the motor device locking components were damaged, the coupling was rusted and the hose was blocked. It was further determined that the device failed the following pre-tests: oil leak, rotations per minute (rpm), sound, safety, cutter lock and outer hose inspection. It was noted in the service order that the motor device had a damaged locking system damage, torn hose and a burr that fell out. The event did not occur during a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.